Manufacturer narrative:
Additional product code: gei. Investigation summary: the complaint device was received and evaluated. Visually observed that the mode button was missing. The foot switch was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline and all correct default settings were displayed. The electrode tip was submersed in a saline container and was tested in both ablate and coagulation modes. However, ablate does not function and coag functions as intended. Excessive corrosion found on ablate pedal contact causing the device not to function. Therefore is the root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure, the vapr 3 footswitch did not ablate or coagulate. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation. This report is for a vapr 3 footswitch. This is report 1 of 1 for (B)(4).